Event description:
During home dialysis treatment heparin infused appropriately during first two hours. During the third hour 7 cc's of heparin infused. Module alarmed approx. .5 hour later that infusion was complete. The pt's wife applied pressure for .5 hour. No injury.